Event description:
The patient reported that they are having difficulties/are unable to charge. It was stated that they had a battery replacement to normal eos performed on the day prior to date notified and are attempting to charge today but cannot get more than 4 coupling bars. The patient attempted to position the antenna over the implantable neurostimulator (ins) but got a reposition antenna screen with poor coupling. On (B)(6) 2016, the patient reiterated their coupling issues, noting they can still only achieve 4 boxes. Recharging has been attempted every day for the past five days prior to date notified, and each time the charge time has been shortened. Indication for implant is parkinson's dual and movement disorders. Additional information was received from a patient who was implanted with an implantable neurostimulator (ins) for dystonia and movement disorders. It was reported that the patient was charging too frequently as she was charging everyday. The patient also stated that she thinks something is wrong with the patient programmer as it says the implantable neurostimulator (ins) is 100% full and she hasn't charged in two days. It was reviewed that there can be a normal charge discrepancy between the patient programmer and the implantable neurological stimulator recharger (insr) and as long as the discrepancy isn't greater than 25%, it is normal. The implantable neurological stimulator recharger (insr) was used to check the ins and it was stated that insr displayed the ins was at 75%. It was also reported that the patient pulled on the insr antenna cord and thinks she may have damaged it; the patient achieved 6 coupling bars and the ins was charging. The patient then noted that she has never been able to achieve 8 coupling bars and is currently only achieving 2 bars. It was then reported that since implantation, the ins has never been flat; it was tilted. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.